Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that a cartridge change error occurred after loading a new cartridge with 200 units. Customer's blood glucose level ranged between 329-586 mg/dl which was addressed by administering a manual injection. Reportedly, the customer changed pump supplies to resolve issue.